Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic gastroscopy procedure, cap came off the scope while trying to maneuver the scope tip into the patient's stomach, which was retrieved using a foreign body forceps. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the approved final investigation. Updated fields: d8, h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and additional investigation details. Updated fields: b5, h2. Corrected fields: h6, h11 the most probable cause was the cap came off the scope because medical tape was not used. The event can be prevented by following the instructions for use which state: ·use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, the instrument may fall off of the endoscope inside the patient and may cause malfunction or equipment damage. ·if you encounter strong resistance when mounting the instrument on the endoscope, apply a water-soluble lubricant to the endoscope attachment section. ·do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocain spray to lubricate the instrument. Doing so could cause equipment damage, or cause the instrument to fall off of the endoscope inside the patient. ·be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer, stating that the cap fell into the patient's oesophagus / stomach. It was noted the indication for the procedure was for a food bolus. When the complaint product was attached to the endoscope, medical tape was not used to wrap and secure the product to the distal end of the endoscope. The product was thoroughly wiped after using lubricant; however, they could not confirm if there was any possibility of vaseline, lubricants or chemicals adhering to the product. There were no reports of further patient harm.